Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with partially broken retainer, broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the retainer ring came out and reservoir compartment pieces were chipped off. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.